Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were getting electrical charges running down the left side of their leg which is not normal and if they lay on their back it is even worse, pt said it is not painful however. Patient stated the issue has been going on for the last 6 months and they have had so many other medical issues since they got the implant. Patient also stated once in a great while they get a little shock like a cattle prod shock and it doesn't last very long. The patient was redirected to their healthcare provider to further address the issue. Agent emailed hcp list to pt.